Manufacturer narrative:
The t:slim g4 pump user guide states: if you start to program a bolus, but do not complete the request within 90 seconds, the incomplete bolus alert occurs. You are prompted to return to the bolus screen to complete the request. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an incomplete bolus alert. Reportedly, the customer would attempt to program a correction bolus but the pump would deny the bolus due to not wanting to customer blood glucose (bg) level to drop low; customer would forget to back out of the screen once the bolus is denied. The customer acknowledged to have navigated to the bolus screen without successfully exiting the screen. Customer understood and acknowledged the reason for the incomplete bolus alert. Reportedly, customer's bg level was in the 200 mg/dl range but the customer was unable to provide a specific value. Customer addressed bg level with a bolus via the pump and manual injections.